Manufacturer narrative:
The crep2 reagent lot number was 86413201 with an expiration date of 31-dec-2025.

Event description:
The initial reporter questioned the results for an unspecified number of patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 cobas c 502 module. Discrepant results were provided for 1 patient sample. The initial result was 2.26 mg/dl. The repeat result was 0.83 mg/dl. The initial result did not correspond to the patient¿s medical record, and the sample was repeated. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found that the movement of the sample probe was blocked. The fse replaced the sample head cover and the probe spring. Afterward, the instrument operated within specification. The investigation determined that the issue found by the fse was the root cause of the event.